Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 40-50 mg/dl. Reportedly, the customer over corrected a bolus due to human error. Customer addressed bg level by drinking orange juice.